Manufacturer narrative:
Describe event or problem: added reference to MFR. Report 1627487-2018-08086 which is associated with the second lead the patient had implanted at the time the issue occurred. Concomitant medical products and therapy dates: therapy dates for model 3688, scs ipg and model 1192 (x2), scs anchor were corrected. Model 3186, scs lead was listed as a concomitant device, but is now being reported under MFR report# 1627487-2018-08086.

Event description:
Device 1 of 2 reference MFR report#1627487-2018-08086.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent a surgical intervention on (B)(6) 2018 to revise and replace one of the cervical leads due to lead migration. Reportedly patient experienced a fall on (B)(6) 2018 which resulted in diminished therapy. Both leads are being reported on since we do not know which lead had migrated and was replaced. Patient elected to upgrade the ipg at the same time. Effective therapy was established post operatively.